Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A conclusive cause for the reported difficult to insert the guide wire could not be determined; however the treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that arteriotomy closure of the mildly calcified left common femoral artery was attempted using a proglide device via a 6fr sheath after a diagnostic procedure; however, the device was never inserted into the patient as the proglide device only went approximately 15 mm over the guide wire and could not advance any further. Reportedly, the proglide device was properly flushed. A new proglide with the same lot number was used and advanced over the guide wire without difficulty. Hemostasis was achieved with the new proglide device. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.